Event description:
I had the christensen tmj all metal joints for 11 years and never had any problems with them until they wore out. These implants were replaced (B)(6) 2009 with tmj concepts custom joints. During the surgery the customer implants didn't fit right. So my dr had to saw bone to make it fit, adding an add'l hour to my surgery. My new implants were contaminated with (B)(6) and I believe the contamination occurred at tmj concept's factory. I had 5 PICC lines and was hospitalized and nearly died due to this. On (B)(6) 2009 the implants were removed. I lost 46 lbs due to all of this. I don't believe my surgeon or the company filed a medwatch report regarding this event. I spoke with an FDA staff member several times in (B)(6) who stated someone would be in touch, but no one ever followed-up with me. Today I have no jaws and have a 4 - 5 mm opening. Tmj concepts almost cost me my life.